Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown winterthur hip component (metal on metal prosthesis) on an unknown date. The patient is being monitored due to pain.

Manufacturer narrative:
It was reported that a patient is pursuing a product liability claim arising out of the use of a zimmer product (metal-on-metal) hip prostheses. Implantation and revision surgery dates are unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).